Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device intermittently would not power on. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the reported malfunction was not replicated or confirmed. The device was returned to the customer.